Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The device was sealed in the appropriate packaging but missing the trocar. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, they found no puncture cone on the device. The device the anvil could not be tilted after firing, the anvil was not bent. The device was not used. There is no patient involved.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.